Manufacturer narrative:
The device has not been received and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "do not use" message and the device failed self test. Complainant indicated that there was no pt involvement in the reported malfunction.